Manufacturer narrative:
As reported, the sealant housing of a 5f mynx control vascular closure device (vcd) was noted to be frayed more than usual prior to insertion into the unknown sheath. The sealant appeared to be partially exposed at the frayed portion. The device was not used in the patient. A new device was obtained and deployed without issue. There was no reported patient injury. A 5f non-cordis sheath was used. Other procedural details were requested but were not provided. <br /> one non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A slit length measurement could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as the csi was not returned. Additionally, an insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. <br /> the reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was partially exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant housing of a 5f mynx control vascular closure device (vcd) was noted to be frayed more than usual prior to insertion into the unknown sheath. The sealant appeared to be partially exposed at the frayed portion. The device was not used in the patient. A new device was obtained and deployed without issue. There was no reported patient injury. A 5f non cordis sheath was used.other procedural details were requested but were not provided. The device will be returned for evaluation.